Event description:
Report received from the study indicated that, pt returned with 50% restenosis distally to the superficial artery femoral artery (sfa). The target vessel was the right sfa and the target lesion was located distally to the sfa. The lesion was de novo, calcified and tortuosity was not present. The lesion's location from the distal edge of the lesion to the superior edge of the patella was 10cm. Total lesion length and total occluded segment measured 60mm. The lesion was pre/post dilated and a smart control stent was imp. Percentage stenosis after stent placement and after post-dilatation was 20%. No other lesion was treated. There was no reported pt injury. Six months post index procedure, pt returned with 50% resteosis distally to the sfa. The restenosis also involved the proximal popliteal artery. A percutaneous transluminal angioplasty (pta) was performed to the sfa and proximal popliteal arteries. The event was determined to be possible related to the device and unrelated to the procedure by medical personnel. Pt's outcome was resolved.

Manufacturer narrative:
This complaint involves a pt who experienced restenosis six months after initial endovascular treatment of an sfa stenosis. In both the coronary and peripheral circulation, this classically occurs within the first 3-4 months following stent placement. Images were not provided from the initial stent placement. Endothelial trauma (from either post-deployment angioplasy or from the delivery catheter) can lead to rapid restenosis due to smooth muscle cell hypertrophy and fibroblast proliferatrion. The product was not returned for eval and testing. Mfg records for lot 41105467 were reviewed and results indicate that product met quality requirements for product acceptance. Factors that may have influenced the event include pt, procedural, pharmacological and lesion. Most likely this does not represent a device failure.